Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string pulled out of a tampon upon removal leaving the tampon inside. She was unable to manually remove the tampon and had to seek medical attention to remove the tampon.